Event description:
Customer reports to have a hairline crack on corner of display screen. Customer was advised that insulin pump was no longer water tight. Customer does not want to replace insulin pump as they state it is working fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.